Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with a keypad malfunction. The reporter stated that the patient's blood glucose was 500 mg/dl with large ketones and symptoms of polydipsia and polyuria. Reportedly, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. It was reported that the patient's healthcare provider had made pump setting adjustments to the basal and bolus rates. It was also reported that the pump keypad cover was peeling and that the up, down and ok keypad buttons were under-responsive for which the patient alleged an under delivery issue. This complaint is being reported for alleged hyperglycemia associated with a keypad malfunction.